Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized due to low blood glucose levels in the range of 40 mg/dl. The customer stated that she didn't eat when she was supposed to, causing her blood glucose levels to go low. Nothing further was reported.